Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent hysterectomy with bso, posterior repair, lysis of adhesions, and umbilical hernia repair on (B)(6) 2015 due to pain, dysfunctional uterine bleeding, rectocele, and umbilical hernia. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat stress urinary incontinence. Post implantation, the patient experienced pain and recurrence of incontinence. (B)(4).

Manufacturer narrative:
(B)(4).